Manufacturer narrative:
The reported event of kink in the delivery system could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
When attempting to use the amplatzer torqvue lp delivery system the guidewire was not able to pass through. A kink was found noted in the middle of the delivery system. The procedure was cancelled as there were no other delivery systems available at the time of the procedure at the facility. The procedure was rescheduled when sufficient product was available. There were no immediate physical consequences to the pediatric patient beyond the need to undergo the procedure at a future date.

Event description:
When attempting to use the amplatzer torqvue lp delivery system the guidewire could not pass through. A kink was found in the middle of the delivery system when the device was opened before inserting into the patient. The patient received anesthesia but the procedure was cancelled and scheduled as no other delivery systems were available at that time. There were no consequences to the patient.